Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular lead had dislodged and had no slack. The lead was explanted and replaced. The patient was fine post operation.